Event description:
It was reported that after infusing sterile water, a leak was discovered, and upon inspection, it was found that the inflation valve had come off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.Initial Reporter Name: Chiba University Hospital, Affiliated with the Faculty of Medicine, Chiba University (National University Corporation)This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD."This report was impacted by eMDR scheduled maintenance occurring (b)(6)2026".